Event description:
It was reported that pump battery drained unexpectedly fast. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from technical support, and technical support was unable to confirm reported battery issue, with no additional corrective actions documented.